Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
An elderly patient attended a follow-up visit on (B)(6) 2025 at (B)(6) hospital. During the visit, communication with the wise crt system could not be established despite adherence to best practice protocols. Ecgs confirmed right ventricular pacing only, even after pulse width adjustments. No adverse patient sequelae were reported.

Manufacturer narrative:
At least 85% of the battery capacity is unaccounted for, indicating energy loss outside of normal operation of the device. Based on complaint analysis of devices with similar symptoms the most likely root cause is either dendritic growth across the battery plus kryoflex feedthrough or corrosive failure of the battery plus wire.

Manufacturer narrative:
The wise crt model battery (B)(6) was implanted on (B)(6) 2024. On (B)(6) 2025, communication with the wise system could no longer be established. At the time of the communication loss, the battery was estimated to have approximately 85% of its capacity remaining. The model 3100 battery and the model 4100 transmitter remain implanted in the patient, and no planned explant dates have been communicated to ebr. As the model 4100 transmitter was not returned for analysis, the root cause of the communication failure could not be determined. However, the transmitter's serial number falls within the scope of CAPA: 20-001, which was initiated to address feedthrough failures.